Event description:
The hcp reported that the patient has been experiencing feeling of drug with withdrawal monthly. A pump myelogram and rotor study were performed - results not reported. The pump contained morphine and clonidine. The pump was refilled; the hcp plans to replace the pump. Final patient outcome was not reported.

Event description:
Additional information received reported that the patient had issues with her pump malfunctioning and not hearing the alarms.

Manufacturer narrative:
(B)(4).